Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9023843. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Investigation conclusion: bd will continue to monitor this issue. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system needle disengagement was difficult. This was discovered before use. The following information was provided by the initial reporter: the child was admitted to hospital due to acute bronchopneumonias, and was given intravenous infusion as advised by the doctor. During the indwelling needle puncture, the nurse checked the indwelling needle before the puncture, and found that it was difficult to separate the soft trocar from the needle core, so the indwelling needle was timely replaced, and no harm was caused to the child.